Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a rewind anomaly and audio anomaly. The customer's blood glucose level was unknown. The customer stated that the insulin pump rewind takes longer, grinding noise during rewind process. The customer declined troubleshooting and also received random no delivery. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the self-test, displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test and excessive no delivery test or verify no excessive no delivery or occlusion alarm due to motor error alarms. No unexpected audio or vibrate anomalies noted. Pump received with stripped battery cap coin slot.